Event description:
Complainant alleged that while attempting to defibrillate a pt, the CPR stat pads would not adhere to the pt's skin. The complainant alleged three different sets of CPR stat pads were used, however, are not available for eval. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.